Event description:
It was reported that the lead dislodged during physical therapy. The lead was explanted and replaced when repositioning was unsuccessful. The lead was implanted with a medtronic device. Lead damage suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly found.